Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 201 mg/dl. Customer treated with needles. Customer stated that he usually had the average of blood glucose value 160mg/dl. Sometimes it was close to 100mg/dl. Customer performed displacement test and it passed. Customer stated that his blood glucose value last night was 112mg/dl. At 4:00 am his blood glucose value was going up and he was giving himself boluses. At 9:44 am, blood glucose value was 135mg/dl, at 12:22pm blood glucose value was 160mg/dl, was taking bolus before that covering for breakfast. Later it was 150mg/dl. Customer stated that his blood glucose value was higher than it should be and the, at 11:07am it was 112mg/dl. Insulin pump will not be returned for analysis.